Manufacturer narrative:
The customer reported that during a patient transport on a rough surface the knee gatch dropped down and the paramedic fractured their middle finger from the gatch impacting their finger. Follow-up with the customer identified that there were no defects or malfunctions with the device. They did not make the product available for evaluation but indicated that the device was operating to specifications and that no further information was available. There was no alleged malfunction or malfunctions reported other than the gatch dropping down during transport.

Event description:
It was reported that during a patient transport over a rough surface the knee gatch dropped down and the paramedic fractured their middle finger.

Event description:
It was reported that during a patient transport over a rough surface the knee gatch dropped down and the paramedic fractured their middle finger.